Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation. The reported failure to deploy the needles and noise was confirmed. The visual inspection and performance verification on the returned device did not detect a quality deficiency. A review of the lot history record revealed no associated nonconforming material records or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to deploy the needles and noise reported for this lot. It was reported that a 7f sheath was used in the procedure. The instructions for use, states: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an interventional endoprosthesis procedure, suture placement was attempted using the preclose technique in the right common femoral artery using a prostar xl device. The arteriotomy was 7f. Reportedly, when the clear ring was rotated to retrieve the needles, a "crack" was heard. The needles were pulled, but with difficulty. When the needles were retrieved, no sutures were present. The sutures of a second prostar xl device were set up using the preclose technique. It is not known if the sheath was upsized for the interventional procedure. After the endoprosthesis procedure, hemostasis was achieved with the pre-placed sutures of the second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4): it was reported that a 7f sheath was used in the procedure. The instructions for use, states: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.